Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) undersensed the patient's ventricular fibrillation and inappropriately delivered anti tachy pacing, which was not effective at converting. The shocks were successful. The device was programmed to nominal. The patient was found to have low potassium.